Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. It was noted that the patient's implantable cardiac monitor (icm) was failed to interrogate. No intervention and programming changes were performed. No patient consequences reported.